Manufacturer narrative:
(B)(4). Batch # p91u37. Additional information was requested and the following was obtained: can you please clarify, the device which had "staple incomplete issue" was the clip malformed (unformed, scissored, etc.)? Yes. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it ejected 15 clips. Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, one has staple incomplete issue. There were no patient consequences.